Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : ais type of procedure or technique used : correction fixation it was reported that intra-op, the tip of the driver break off but the implant could not be broken off. No fragment remaining in the patient.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.